Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture was diagnosed via ultrasound and MRI". The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified white encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: analysis of the returned device identified device to be underweight, red particles in the shell and a broken shell. A visual and microscopic analysis were performed which identified a broken sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification.base on the device analysis the final assessment is: a sharp pattern on posterior broken device assessed as an unidentified (tear) opening.

Event description:
Patient reported "rupture was diagnosed via ultrasound and MRI". The device was explanted.